Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2024, it was reported that the patient¿s cgm was reading 310 mg/dl, and the bg meter was reading 433 mg/dl. The patient was treated with insulin per routine diabetes management and two hours later, the patient¿s bg meter increased to 481 mg/dl. The patient had abdominal pain, a headache, was nauseous, vomiting, and ¿hard to wake up¿. The patient¿s grandmother was speaking with the patient¿s doctor and was being advised of how much insulin to administer to the patient. However, despite these recommendations, the patient¿s bg level would not decrease. The patient went to the emergency room (ER). In the ER, his cgm was reading 300 mg/dl, and the bg level was 700 mg/dl. The patient was diagnosed with dka, admitted to the ICU, and was placed on three IV insulin drips. After 36 hours, the patient ¿started waking up¿. The patient was discharged home after 3 nights and 4 days in the hospital. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.